Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to falling down and having issues with the implant.

Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown. Review of the device history records cannot be performed due to lack of sufficient information. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. It is not suspected that the product failed to meet specifications. A definitive root cause cannot be determined with the information provided.